Event description:
It was reported that the patient experienced muscle stimulation and presented in the clinic. It was observed that the right ventricular (rv) lead was dislodged, which was confirmed via chest x-ray. The rv lead was programmed off. During the rv lead repositioning procedure, the helix could not be extended. The rv lead was explanted and replaced on (B)(6) 2026. The patient is in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and muscle stimulation. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis found that the inner coil was over torqued at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil.